Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported the gantry goes down on its own, they are able to control it by tweaking the joystick. Upon additional follow up it was reported that the gantry kept moving down on its own without stopping. There was patient involvement without harm. The surgeon was able to proceed and complete the treatment.

Manufacturer narrative:
The company representative confirmed the reported event. Further investigation found the nonconforming gantry joystick contributed to the reported event; the part was replaced. The system was tested and verified to meet specifications prior to the departure. The joystick was returned and received for further investigation. Per the investigator, the reported event of unintended gantry movement in the z direction was confirmed. It is suspected that there is a possible broken internal spring causing joystick knob to become stuck to the left in downward position. Based on assessment, the product met specifications at the time of release. The root cause of the reported unintended downward gantry movement can be attributed to a non-conforming joystick assembly. (B)(4).